Event description:
A 2.5 x 28mm cypher select + ruptured at 8atm. The target lesion was the mid left anterior descending (lad) artery. The lesion was described as heavily calcified with 90% stenosis. The reference vessel was highly tortuous. The lesion was pre-dilated with a lifespear balloon catheter. Friction was felt as the cypher select + was delivered to the lesion due to the heavy calcification of the vessel, but excessive force was not applied to the stent delivery system (sds). When the balloon of the cypher select+ was inflated up to 8atm, the pressure of the inflation device decreased and the physician confirmed the balloon of the cypher select+ was ruptured. The sds was retrieved from the patient without difficulty, and post-dilation was conducted with a hiryu balloon catheter to further dilate the implanted cypher select+ stent. The procedure was completed successfully with no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Inflation device: everest. Guidewire: runthrough. Guiding catheter: brite tip 6f al1. Balloon catheter: lifespear, hiryu. Sheath: terumo's. Information received from an affiliate indicated that a stent delivery balloon ruptured during deployment of a coronary artery stent. The target lesion was the mid left anterior descending (lad) artery. The lesion was described as heavily calcified, highly tortuous and 90% stenosed. The lesion was pre-dilated with a lifespear balloon catheter. A 2.5mm x 28mm cypher select plus stent was delivered to the lesion with some slight friction. When the balloon of the cypher select+ was inflated up to 8atm, the pressure of the inflation device decreased and the physician confirmed the balloon of the cypher select+ was ruptured. The sds was retrieved from the patient without difficulty, and post-dilation was conducted with a hiryu balloon catheter to further dilate the implanted cypher select+ stent. The procedure was completed successfully with no patient injury reported. The physician did not indicate any anomalies prior to use. The reported customer complaint of balloon burst was not confirmed through failure analysis. With the information provided, and not being able to reproduce the failure, it is not possible to determine an exact cause for the difficulty that the customer encountered. There is no indication of a design or manufacturing related issue therefore no corrective action is needed. One non sterile 2.5 x 28 mm cypher select + (B) (4) was received coiled inside two plastic bags. 3 kinks were observed at 15.70, 18.5, 39 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. An unknown valve was observed attached to cypher hub. The stent was not received. Pressurized water was applied to the catheter using an indeflator, the balloon was inflated and no damage was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.